Event description:
Additional information was received on 23 feb 2024: the account stores the angio-seal device in a pyxis system with tented glass and thought that was enough protection not realizing there was light inside the pyxis system.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. However, two (2) photos and a video were received. The photos provided showed the device information and the method of storage for the involved device. The video provided showed that the hemostasis sheath brittle and was broken consistent with embrittlement due to light exposure. No other damage or issues were identified. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage of the device resulting in embrittlement of the hemostasis sheath. The device history record (DHR) was unable to be reviewed since valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: interventional cardiologist. The actual device is not available for return. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor was performing a transcatheter aortic valve replacement (tavr) procedure on a patient with an 8fr sheath in place the day he used an 8fr angio-seal device. The closure device was deployed with all appropriate components being released from the carrier tube, but upon removal of the sheath, the components were extremely brittle and began to disintegrate. No patient injury and/or require medical or surgical intervention. There was no direct allegation that the reported device caused or contributed to patient injury and or need for medical intervention. The doctor is currently not using angio seal with concern that the components of the device being left behind in future patients. Does not believe any components were remaining in this patient as the angio-seal sheath did not begin to disintegrate until removal. The device is stored in a pyxis machine and may be exposed to light. The event occurred intra-operative.